Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that transient ischemic attack (tia) and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman closure device was successfully implanted on (B)(6) 2017. The patient was discharged. During an unknown time, it was discovered that the patient had a tia. A transesophageal echocardiography (tee) was performed, and the closure device was found to have an 8mm leak. The patient was transferred to the cath lab, and under tee, the leak was successfully closed with a non-boston scientific (bsc) 8mm ventricular septal defect device. The patient is expected to fully recover. No further information was provided.